Event description:
A malfunction alarm with code malf 10 was reported, causing an issue with the customer's insulin pump. There was no adverse impact on the customer¿s blood glucose level. The customer contacted technical support, who assisted with resetting the pump, but the malfunction recurred. Consequently, technical support decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy and was instructed on how to put the pump into storage mode and return it with a pre-paid label. The customer understood and acknowledged the instructions.